Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the connector pin was broken. The electrical cord for the recharger was not working. The patient indicated the connector pin looks like it was coming off/bent. The patient reported they needed a new cord because they were unable to charge their ins. The patient indicated they have pain all the way up their spine and neck. No further complications reported and/or anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.